Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user states "the funnel does not seem to correlate to the position of the eyelets. He is unable to state if all of the catheters are affected. Believes eyelets should be positioned at 12 and 6 o'clock but when the funnel ridge is position at 12 o'clock (or up position), the eyelets are actually at 3 and 9 o'clock. He believes that due to the anatomy of the prostrate gland that the optimal position is at 12 and 6 o'clock. He states when he uses the catheter with the ridge facing up at 12 o'clock, he has experienced some bleeding. The worst episode resulted in blood in the urine for a few days and eventually he passed a dime-sized clot that he attributes to the eyelets causing some tearing (note no "diagnostic" procedure done to confirm his theory). He did not seek medical attention and the bleeding resolved on its own. He states that he is now orientating the catheter with the the ridge on the funnel to the 3 o'clock position prior to insertion and he is not experiencing any problems."

Manufacturer narrative:
The emdr with manufacturer report number (MDR 1049092-2024-00070), submitted on 05/28/2024 was submitted in error as this case was determined to be not reportable. Please retract the report.¿

Event description:
Per additional information received, "this is not a complaint about the product but just a suggestion to maybe enhance the product, putting the eyelets at the 12 o'clock and 6 o'clock positions to enhance it ability to be inserted minimizing contact with the eyelets. "